Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, in the evening, the patient was conversing on the phone and the patient¿s daughter noted the patient was speaking incoherently and could hardly walk. The patient¿s cgm displayed values in the 60s mg/dl but the daughter suspected the patient¿s bg was in the 40s mg/dl. She gave the patient food (dinner, muffin) and called emergency medical services (ems). By the time ems arrived an hour later, the patient¿s bg was 66 mg/dl, the cgm value was not provided. Additional food and carbohydrates were provided by ems and the patient recovered without additional medical intervention. The daughter stated that at one time prior to calling ems, the cgm displayed 128 mg/dl when she suspected the bg was in the 40s mg/dl. Post-event, the patient felt weak but recovered without further issues. The morning of (B)(6) 2022, the patient¿s cgm displayed 386 mg/dl (same sensor as the night before) and the daughter administered 4 units of insulin. Because of the inaccuracy that occurred the previous night, a bg was performed after administering the insulin and the value was 286 mg/dl. At the time of the report, the patient¿s bg was 211 mg/dl. No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.